Event description:
Pump #1 was reported to not deliver fluid as intended. 1000ml bag of unknown fluid was set to infuse at a rate of 1999ml/hr which would take approx 28 minutes to infuse. 24 minutes later, the bag was still full. No pt injury reported.